Event description:
One day after insertion, leakage of about 50-60ml was observed during infusion. The leakage was a mixture of blood and the drug infused, 9%ns+omeprazole, approximately 50-60ml. The patient was upset after the incident and left the hospital angry.

Manufacturer narrative:
The sample was received on (B)(6) 2011 and sent for decontamination. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).